Event description:
The customer reported an intermittent overload fault error message. This error causes the sys to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The heat sensor on the fse was not able to duplicate the issue, however, found the errors in sys log files. The x-ray tube was evaluated, regreased and recalibrated. The system was tested and found to be working as intended and returned to service.